Event description:
It was reported that the patient underwent a tlif at an unk level using rhbmp-2/acs and a peek interbody device. At an unk time post-op, it was noted that the patient had developed an "epidural hematoma." A surgical intervention was reportedly performed at an unk time post-op to evacuate the hematoma.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.